Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3005334138-2021-00137, 3005334138-2021-00136, 3005334138-2021-00135. During an occluder procedure, after the sheath had been flushed with saline and inserted into the right atrium, the needle was unable to pass through the sheath. The needle was exchanged, but the same issue occurred. A new sheath was inserted, but the problem persisted. Another sheath was used to attempt transseptal puncture, but the needle was still unable to be inserted through the sheath. Both needles were discarded and the procedure was aborted due to this event. There were no adverse patient consequences.